Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with 25 miu/ml and 100 miu/ml hcg urine controls. Retention products showed hcg positive results at read time for both the controls and met qc specifications. No false negative results were obtained. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported a false negative hcg result for a patient using a consult hcg dipstick test 5000 25t as compared to a positive quantitative hcg result of 96 miu/ml. The urine sample collected for the consult hcg dipstick test was not a first morning urine sample. The false negative hcg result occurred approximately one month prior to the date of this report. No additional information is available per the customer. The timing between the two tests is unavailable.